Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-012-41-4040, 3805813 - logic tibia traptray cem sz 4f/4t; 02-010-01-0340, 3755195 - logic femoral ps cem right sz 4; 200-02-35, 3697704 - three peg patella 35mm.

Event description:
As reported, approximately eight years post initial right tka, this 57 y/o male patient had a revision due to poly wear of logic ps insert. Patient was revised to a psc insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays and photos received. The device is not available for evaluation due to hss keeps all retrievals.

Event description:
Revision operative report of (B)(6) 2022-postoperative diagnosis: failed right total knee replacement due to polyethylene wear, synovitis and osteolysis. Indication: pain, fluid, and synovitis within the knee, but minimal osteolysis. Procedure: there was very exuberant synovitis in the suprapatellar pouch and the gutters, and on the undersurface of the extensor mechanism; this was all debrided. There was no loosening of any of the components to prying or axial load. The liner was trialed and then the implant was completed. There were no complications, and the patient was transferred to the recovery room in stable condition. Hospital care: admitted (B)(6) 2022/ discharged (B)(6) 2022. No additional information.

Manufacturer narrative:
These devices are used for treatment not diagnosis. There is no requirement for additional investigation; there is no change in the reported failure mode. There is no other information available.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the device was not returned for evaluation. *the following sections have corrected information: (h6) component code: 734, bearings.